Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured data was 2.77v, 16ua, <1 kohms. The rhythm diagnostics were empty. An attempt to clear the histograms by ending the session and reinterrogating was unsuccessful. Dashes (---) appeared in the basic para- meters for base rate and sensor settings. The device was subsequently replaced.